Event description:
It was reported that a patient presented with recurring incontinence that resulted in a surgical procedure to explant an artificial urinary sphincter (aus). During the procedure, the physician determined that the patient had developed urethral erosion from the cuff. A new aus was implanted at a later date. No further patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.